Event description:
On may 12, 2026, senseonics was made aware of a user's hypoglycemic event. The user reported a sensor glucose reading of 104 mg/dl and confirmed blood glucose of 38 mg/dl, which did not trigger alerts because the sensor value stayed above the low alert threshold. The user was hospitalized, treated with sugar, IV fluids, and antibiotics, and stabilized before losing consciousness. The user's healthcare provider was informed, and the user has since reported feeling better and continues to use the system with current data.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.